Event description:
The complaint states that "wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was disoriented, mumbling, stumbling around, lethargic, and fell twice. It was reported it was like he was ¿drunk¿. No inquires were reported as a result of the patient's falls. The cgm was reading high mg/dl. No bg meter reading was taken at this time. The patient¿s wife took the patient to the emergency room (ER), where his bg meter reading was 27 mg/dl (30 minutes from when the cgm was reading high mg/dl). The patient was treated with an unspecified IV to bring his glucose level up. The patient was discharged home after approximately 7 hours. The patient was ¿stable¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code - speech disorder.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional information. H6: medical device problem code - correction. H6: type of investigation - additional. H6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient was disoriented, mumbling, stumbling around, lethargic, and fell twice. It was reported it was like he was ¿drunk¿. No inquires were reported as a result of the patient's falls. The cgm was reading high mg/dl. No bg meter reading was taken at this time. The patient¿s wife took the patient to the emergency room (ER), where his bg meter reading was 27 mg/dl (30 minutes from when the cgm was reading high mg/dl). The patient was treated with an unspecified IV to bring his glucose level up. The patient was discharged home after approximately 7 hours. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.